Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call of a button error on her daughter's insulin pump. The customer's blood glucose level was unknown. The customer stated that her daughter's pump has been dropped to a puddle of water. The customer stated that the pump had been exposed to fluid in the past with no moisture visible in the pump. Customer was advised to discontinue use of the device and to revert to a backup plan.